Event description:
Metal pin stuck my son in cheek [mouth injury]. Metal pin broke off. Brush head broke off in mouth- oral b power care [device breakage]. Case narrative: relative/friend via phone stated that during brushing the metal pin and brush head broke off. Metal pin stuck their son in cheek. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.